Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a motor error alarm, an off no power alarm, and a failed battery test alarm. The customer's blood glucose level was 98 mg/dl. The caller performed troubleshooting and the device was able to rewind. The caller performed the displacement test and it passed. The caller was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.